Manufacturer narrative:
Retained samples of the concerned lot number 190711-3993 were inspected visually and tested electrically for the function. All tested electrodes were within limits, no failure could be detected. We have received three electrodes sets from lot number 190711-3993 from the distributor. Two were provided in a pe pouch, as they had been already opened/used, and one was still in its unopened original package. The opened/used electrode pads (apex and sternum electrode) were stuck together gel to gel. We were able to separate the electrodes from each other. They were inspected visually and tested for electrical continuity with a multimeter. This test included all metal components: the connector, the cable, the rivet and the electrode itself. A contact problem between rivet and ring terminal was discovered. An insufficiently formed rivet head was identified as root cause in combination with an insulating foam element, which impeded the electrical contact between rivet and ring terminal. This issue was limited to the complained lot number 190711-3993. A recall has been initiated for lot 190711-3993. This product is not marketed in the USA. No 510 (k) and no PMA exist for it. However, devices made using a similar rivetting process are sold in the us. We are therefore reporting this incident.

Event description:
On (B)(6) 2019, we have been informed about a malfunction with a defibrillation electrode set at (B)(6) hospital (B)(6) in (B)(6). Gs defibrillation electrodes (model df23t) and a gs corpuls c3 defibrillator had been used. The initial report is stating a patient was in a life threatening situation with the need for a reanimation while unloading in the hospital's vehicle hall. The team had already applied the defibrillation electrodes on the patient and connected them to the c3 defibrillator. When trying to defibrillate the patient an error message occurred that the defibrillation electrodes were not recognized. The rescue team then unplugged the connection and reconnected the plug. Still the same error. After that the rescue team applied a new pair of defibrillation electrodes to the patient's chest. After that the same error occurred and the patient could not be defibrillated. The rescue team triggered the heart alarm in the hospital. After the heart alarm team arrived the patient was successfully defibrillated. A delay of 10 minutes occurred caused by the defibrillation electrode error. The users analysis show that the defibrillation electrodes with the lot number 190711-3993 show the problem that the crew encountered during the procedure. The initial report stated "we tried several other batches, all of them worked perfectly. Only the lot number 190711-3993 was showing this problem. We have tested this defective lot number on 3 different c3 defibrillators and always the same failure occurred." No patient was harmed in the incident.